Manufacturer narrative:
A imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a damage on the implant. No pre-existing conditions were noted on the per. The reported device was located on tooth # 30 and was used the same day. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (1229606). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1229606) for similar event and no other complaint was identified. Post market trend review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified for the fracture mount however device malfunction did occur and the reported event for damaged was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Additional PMA/510(k) number: k101880.

Event description:
It was reported that implant fixture mount (tsvtwb11) fractured during implant placement. Procedure was completed using another implant. Fixture mount was accidentally suctioned and will not be returned. No injury to the patient was reported. Tooth location 30.